Manufacturer narrative:
Additional information received reported the patient was (B)(6) and the explant date was (B)(6) 2017. Furthermore, there was a slight incision enlargement with no vitrectomy or sutures used. There was no post-operative patient injury or problems and the patient is happy with the new lens. The lens was replaced with a different diopter of 17.0 with 6.00 cylinder. No additional information was provided. Age/date of birth: (B)(6). If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: the supplement MDR #1 should have included ''required intervention'' in outcomes to adverse event. The following sections have been updated accordingly. Outcomes attributed to adverse event: required intervention. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/23/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with 12x magnification shows the product is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. There were no other anomalies found. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of explant is not applicable at this time. Explant is planned. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis monofocal model zct450 16.5 diopter intraocular lens (iol) was planned for explant from a patient¿s left operative eye as there was nearly 2.00 diopters of residual astigmatism. The surgery center indicated the patient required a zct600 17.0 diopter iol to correct the problem. No further information was provided.